Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while attempting to draw blood from the PICC line through the pre-slit injection port, the syringe "was filling up bubbles and blood, as if there was a small air leak." When flushing the line a small amount of saline and blood leaked out. The port was replaced and the sample was drawn with no further issues. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of saline and blood leaking out was not confirmed. Visual inspection under a microscope observed several punctures (at least 3) on the septum. No other evidence of damage was observed. Functional and pressure testing was performed; no air bubbles or leaks were observed. The root cause of saline and blood leaking out was not identified. It is possible that the puncture holes observed on the septum may have somehow contributed to the customer¿s experience.